Event description:
A report received from the USA stated an 840 ventilator experienced a device alert indicating a loss of breath delivery (bd) communications has occurred. There was no reported pt involvement. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) and installed revision ag software. The cse also performed all calibrations, the extended self-test (est). Short self-test (sst), and the performance verification test (pvt). The unit passed all tests. (B)(4).